Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. As noted in the impella instructions for use: impella cp with smart assist system: section: general patient care considerations: ¿assess access site for bleeding and hematoma.¿ section: entering cardiac output: use of the repositioning sheath and peel-away introducer: ¿remove the peel-away introducer completely from the artery over the catheter shaft to prevent trauma and significant bleeding and apply manual pressure above the puncture site.¿ section: potential adverse events (united states): ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿

Event description:
The complainant reported that on day one of impella cp support motor current spiked and the impella stopped. The cp restarted on the third attempt. Plans are to escalate to impella 5.5. Additionally, the patient also had acute bleeding from both extracorporeal membrane oxygenation cannula and impella site. Manual pressure held, sutures placed, and blood products were administered. The procedural outcome was the patient survived surgery.

Manufacturer narrative:
The investigation of pump stop and access site bleeding has been completed. The returned product was inspected and there were no physical abnormalities. There was no biomaterial on the impeller or in the cannula. The pump passed electrical testing. The pump was run in the lab and the pump stop did not reproduce. No data logs were provided for this case. The root cause of the temporary pump stop was not determined as no data logs were provided to confirm reason for temporary pump stop. Access site bleeding: clinical details mention patient had bleeding from impella access site and ECMO cannula which was resolved with troubleshooting and blood products. The root cause of the access site bleeding - major was most likely patient condition as evidenced by multiple bleeding locations. Pump stop instructions for use: impella cp with smartassist for use during cardiogenic shock and high risk percutaneous coronary intervention & impella rp with smartassist system section: using the automated impella controller with the impella catheter ¿achieving an act = 250 seconds prior to removing the dilator will help prevent a thrombus from entering the catheter and causing a sudden stop on startup.¿ section: using the automated impella controller with the impella rp with smartassist system catheter ¿unresolved purge pressure high alarm if not resolved by the recommendations provided, high purge pressure¿which triggers the ¿purge pressure high¿ alarm message¿could be an indication of a kink in the impella rp with smartassist system catheter. In this case, the motor is no longer being purged and may eventually stop. Monitor motor current and consider replacing impella rp with smartassist system catheter whenever a rise in motor current is seen.¿ h10 instructions for use for pump stop was inadvertently omitted on the initial manufacturer device report number 1220648-2025-27407.